Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025745 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025745, test base part number 190-430 / lot 1025745. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025745 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the dates and times were not provided to review the log files.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on nasopharyngeal sample swabs in universal transport medium (utm). There were two (2) patients, however; no demographics were provided. Pcr confirmation testing using elitech platform performed on nasopharyngeal sample swabs in utm generated negative results. No additional patient information, including treatment and outcome, was provided.